Event description:
According to the reporter, during a laparoscopic bariatric surgery, the device at the start of the surgery on first shots by starting the clipping after positioning the load at the time that the surgeon action the green button and first stage of the clipping present a screws and for the next clips the stapler is already not corresponded. When the green button is turned at this step the stretch is low and it is not possible to make the clamping having to open another stapler to finish the surgery. No patient injury noted.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Initial visual inspection of the instrument noted no abnormalities. Fun ctionally, the instrument was loaded with a device 60mm articulating vascular/medium reload. During testing of the instruments, a skip was noted in the units firing stroke after closure of the reload jaws. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances, 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution, 1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric surgery, the device at the start of the surgery on first shots by starting the clipping after positioning the load at the time that the surgeon action the green button and first stage of the clipping present a screws and for the next clips the stapler is already not corresponded. When the green button is turned at this step the stretch is low and it is not possible to make the clamping having to open another stapler to finish the surgery. No patient injury noted. A loud noise was heard during the time the doctor began loading the clips.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, additional information, a loud noise was heard during the time the doctor began loading the clips.